Event description:
Medtronic received information that almost six months following the implant of this mitral bioprosthetic valve (in the tricuspid position), the valve was explanted due to infection. It was also noted that the patient's permanent pacemaker system was explanted during the same procedure. No additional information is available.

Manufacturer narrative:
Product analysis: the valve has not been returned to medtronic for evaluation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.